Manufacturer narrative:
A ge rep evaluated the system and replaced a monitor connector. System operates as intended.

Event description:
The customer reported the system failed to display an image. No pt injury was reported.